Event description:
A system operator was splashed in the eye with cuvette wash (contains 3.6% sodium hydroxide) while replenishing the ancillary reagents on an advia 1800 system.

Manufacturer narrative:
In order to replenish the system cuvette wash, operators need to carefully pour reagent from a 2000ml bottle to the system on board bottle. Per siemens product labeling, the chemistry service and operators guide describes the necessary warnings and cautions that the customer needs to follow before handling reagents: "read and follow the cautions on the box and label before handling any reagents. Some method and system reagents are classified as hazardous material. Avoid contact of method or system reagents with skin and eyes. These materials can cause infection and burns. Wear suitable protective clothing, gloves, and eye/face protection. In case of contact with eyes, rinse immediately with plenty of water and seek medical advice. In case of contact with skin, immediately wash with soap and water." The operator was apparently not wearing the proper eye/face protection causing eye irritation and blistering. The operator did flush eye with copious amounts of emergency eye wash. The customer apparently announced at a team briefing that people are to wear goggles when topping up bulk reagents on the advia 1800 system from that point forward.